Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37754, product type: recharger. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
Additional information received from the manufacturer representative reported that the implantable neurostimulator (ins) was returned to manufacturer; however, analysis had not been completed at the time of follow up.

Manufacturer narrative:
Analysis findings of the restoreultra pain implantable neurostimulator (B)(4) determined there was a procedural non-conformance on the device. There was no telemetry and no output when received. The telemetry was restored after one full physician mode recharge. Once the device was fully charged, it passed functional testing. According to the trace report taken, the device was last charged on (B)(6) 2014 for a short period of time. The devices battery depleted to the "sleep/lock" mode on (B)(6) 2014 and subsequently depleted to an overdischarged state. This was the first overdischarge for the device. After analysis was completed, the evaluation conclusion code was changed, to match analysis findings.

Event description:
.

Event description:
It was reported that an over discharge was suspected. The patient had a loss of therapy due to the suspected over discharge. The patient programmer and clinician programmer were not able to communicate with the implantable neurostimulator (ins). The patient had not felt stimulation for several weeks prior to the report. Three physician mode recharges were performed and the device could not be pulled out of over discharge. The ins was replaced. The patient status was listed as ¿alive ¿ no injury¿ at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.